Event description:
It was reported that a patient underwent an orthopedic hand surgical procedure on an unknown date and suture was used. The patient developed an infection with redness and pus around the suture site. The site was cultured and reported to be (B)(6). Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.